Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control has received the device for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
As the customer attempted to use the device for monitoring an unresponsive patient with a pulse, it was reported that the it failed to boot up and only the on/off button light was illuminated. The device locked up and was inoperative with fully charged batteries. Another ambulance arrived thereafter and second lifepak defibrillator (type unknown) was connected to the patient. It was reported that the patient did not require defibrillation therapy and the device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.